Manufacturer narrative:
Fifteen cadd administration set was returned for analysis (eleven unused inside a plastic bag with their original sealed packaging and four used inside of plastic bags). Upon visual inspection, no damages or defects were detected except for one sample was missing a connector. The samples were set for accuracy testing using a pump solis vip except for the missing unit; all passed successfully. Relevant documents and the manufacturing process were both reviewed; no discrepancies noted. The housing assembly operation, the inspection where the pump tube arch is measured, bonding operation, and accuracy testing were all reviewed and deemed adequate. A review of the production floor occurred with the use of 32 units; no discrepancies noted in regard to the height of the pump tube arch. Four samples were taken from the production floor and tested using the balance mettler toledo; no discrepancies observed. Based on the evidence, no fault was found as the complaint was not confirmed.

Event description:
Additional information received and will be summarized in h 10.

Manufacturer narrative:
Customer response received revealed the event occurred during bench testing. A smith cadd administration set failed preventive maintenance with lower volume delivery. No patient involvement or adverse events reported.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd administration set failed preventive maintenance with a low volume delivery. No patient was involved in this event. No adverse effects were reported.